Event description:
It was reported that foreign stains were found on the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% plunger. The following information was provided by the initial reporter: "table including one piece of batch 1104362 found with foreign body inside the packaging and 1 piece of batch 1104362 found with stains on the syringe body"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/16/2021 h.6. Investigation: a device history record review was completed for provided lot number 1104362. The review did not reveal any detected abnormalities during the production process that could have directly contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and the affected sample were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was identified. It has been determined that the spots observed on the syringe body were most likely caused within the molding machine. Burn marks were identified on the plunger rod component. The molding machine cavity is cleaned of stains and residual product material after standard purging. Spots resulting from the molding machine are embedded and are not considered an organic foreign matter. The second type of foreign matter observed was independent of the product. The material was analyzed and was consistent with cellulose, similar to the composition of the packaging paper. It appears that the foreign matter entered the packaging component. CAPA#3251946 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign stains were found on the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% plunger. The following information was provided by the initial reporter: "table including one piece of batch 1104362 found with foreign body inside the packaging and 1 piece of batch 1104362 found with stains on the syringe body".